Event description:
It was reported that a crbs polarx balloon catheter lt 28mm ous during procedure presented a blood detected error 1-4000-2 by the console, immediately after cooling the upper left, lower left, and right lower pulmonary veins, also the sheath would not retain its bend upon aligning the balloon with the left upper pulmonary vein. Physician did not continue using the catheter after the blood detection error occurred. Resheathing was not performed immediately after cooling although it seems to be performed at the time of the approach to right inferior pulmonary vein. There was visible blood inside the catheter after the error occurred. The catheter, gas cable and sheath were then replaced, and cooling of the right upper pulmonary vein was completed, and procedure completed with another catheter of the same type. No patient complications reported, and the device will be returned.

Manufacturer narrative:
Crbs polarx balloon catheter lt was evaluated by boston scientific. Visual inspection noted that blood was seen inside the balloon. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. There was visible blood inside the balloon region. The catheter handle was opened to further investigate the breach leading to the blood inside the balloon. A leak was found while pressurizing the inner balloon leaking out the distal tip of the guidewire lumen. A leak path was found in the adhesive on the distal side of the marker band. The reported blood detect failure was confirmed through laboratory analysis.